Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, recoverable error fault 23025 was displayed by the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found repeated 23025 errors for the left master tool manipulator (mtml) axis 1. The isi tse suggested to hard power cycle the surgeon side console (ssc). The error did not come back but a new error fault was encountered. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulator (mtm) to resolve the error issue. Fse indicated that the error faults are related and an encoder issue on the mtm was confirmed. After replacement, the system was tested and verified as ready for use. Isi received the replaced mtm arm to perform failure analysis. The mtm arm was analyzed and found error 23025 along axis 1. The complaint was confirmed based on the field evaluation/failure analysis.